Manufacturer narrative:
Sections with additional information as of 23-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi. The customer¿s expected fasting blood glucose test result range is 100-200mg/dl and expected pm fasting blood glucose test result range is 200-250mg/dl. The customer feels well and did not report any symptoms. Customer did contact her doctor regarding the results she has been getting on the meter, but they have not gotten a response as yet from them. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix meter. Customer performed a blood using her other device and got a hi as well. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 02/24/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).